Event description:
Reported false positive sars results for 1 consumer. The total quantity of false results was not specified. It is unknown if the consumer was symptomatic. The consumer communicated the results were confirmed by other rapid antigen assays.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.